Event description:
Customer reported that the surgeon performed an eye muscle procedure in 2006. The muscle did not hold. Patient was brought back to surgery in 2006. No determination of cause was provided. The surgeon noted at the time of the second surgery that a expired product was used in the initial procedure.

Manufacturer narrative:
Customer implanted a expired product. Ethicon does not recommend the use of product past its labeled expiration date. The actual device associated with this event is not known. Customer reports the following possible products: code j555g lot: qh9458 mfg: 07/2001 exp. Date 7/31/2006. Code j562g lot: qm9142 mfg: 11/2001 exp. Date 7/31/2006.